Event description:
International customer reports that a pt presented with pain approx two mos following an indirect inguinal hernia repair with mesh implant. The pt was provided with analgesic medication. The pt was subsequently administered a nerve block. The reported pain has since resolved. The surgeon opines that the pain is a result of nerve damage caused during the surgical procedure, and it is unlikely due to the device.

Manufacturer narrative:
Conclusion: the surgeon opines that surgical procedure related nerve damage is the cause of the event. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.